Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported that the impella cp was placed on a patient for persistent hypotension and cardiogenic shock (cgs) secondary to right heart failure. Discussion was had about the decreased flows, physician declined to investigate further. Peel away sheath removed and repositioning sheath advanced. Forward tension sutures applied. During support it was reported impella site clean, dry and intact however other sites were oozing significantly as well as increased drainage from sternum. 2 units fresh frozen plasma given and 2 units of plasma given, oozing slowed down as well as drainage from wound vac. Auto turned off, suction alarms continued until on p4 flowing at 1.8l, echo performed shows it measuring at 3.4. Left ventricle apex hypertrophic, discussion had about flows being lower than expected and potentially shallowing impella to see if flows improve if suction alarms continue. Multiple suction events occurred that corrected with reducing p-level and stopped pulling fluid on continuous renal replacement therapy. They continued to have issues with suction and unable to escalate p-level without suction. Impella position was 3.0 cm from the annulus in-flow in the mid left ventricle space. He has had ongoing occult blood loss, we did discuss labs measuring hemolysis in the setting of anuria. His white blood cells remained significantly elevated on broad spectrum antibiotics. His sternal wound had grown candida. Shock picture was mixed right sided cardiogenic shock with concurrent septic shock. There had also been a steady decline in platelets. Impella dressing changed for oozing. The patient was actively decompensating in the setting of max inotrope and pressor support. The patient continued to demonstrate severe occult blood loss, severe acidosis, severe right ventricle dysfunction as such the patient progressed to a slow chemical code progressing to pulseless electrical activity (pea) and advanced cardiovascular life support algorithms. Physician placed impella at p-2 and pulled into the descending aorta prior to pulseless electrical activity, he felt the impella may have contributed to arrhythmia and possibly hemolysis. They did not request to save the device for return for internal review. Ultimately resuscitation efforts were seen as futile and the patient was allowed to expire with family at the bedside. The impella was unplugged and turned off by staff.

Manufacturer narrative:
The investigation of low pump flow and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Data log shows multiple suction alarms throughout the case. Pump flow was not able to exceed 2 l/min at p-5. Placement signal was fluctuating during the case. There were no motor current spikes or positioning issues reported during the case run. The cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details. The cause of the vascular damage issue was most likely patient condition related since multiple site were bleeding at same time.